Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose levels were 59 mg/dl and 400+ mg/dl. The customer treated high blood glucose level with the insulin pump. The customer did not mention any symptom related to high blood glucose level. They also reported that the insulin pump had audio issues. It was reported that they performed volume test on the insulin pump and the volume did not change when they changed it in the pump from 1 -to -5. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08680 inches. The pump was programmed with a test guardian gst sensor and the glucose sensor simulator. Programmed the sensor low settings for 70 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. The pump was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 80 mg/dl and the audio alarm sounded properly. No audio/vibrate or absence of audio noted during testing.